Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a missing electrode from the sensor. The customer's blood glucose reading was unknown. The customer stated that there was no sensor signal and the sensor appeared missed. The customer will be sent replacement sensors.